Event description:
In the process of contacting the patient to inform pt that pt's generator may be nearing end of service, it was discovered that the pt had expired. The cause and date of death are unknown at this time. It is unknown whether the pt's ncp system was explanted. Last known physician was contacted in an attempt to obtain add'l info. Follow-up with last known physician revealed that the physician had not seen the pt since vns implant surgery in 1998. There is no allegation of device deficiency. There is no indication that the vns therapy caused or contributed to the event.